Event description:
It was reported that the iab was inserted and connected to the pump without incident. Before pumping began, the arterial pressure was checked via the catheter's central lumen. The ap waveform was dull and the physician tried to aspirate blood from the central lumen but was unable to do so. Because of this, the iab was removed. There were no patient complications.